Manufacturer narrative:
Two (2) "used/damaged" 5mm x 32mm l-hook were returned to conmed for evaluation regarding a complaint of "the l-hook came off from the shaft when user wiped shaft with gauze." The devices were examined in the laboratory; a visual inspection noted the l-hook electrodes were not attached to the electrode shafts. It appeared that the laser weld was incomplete on both the l-hook shafts. The root cause is not conclusively determined however, evidence suggests that the l-hook did not fully contact the electrode tube i.e. Axially skewed during the weld operation, resulting in an insufficient weld. Therefore, this complaint is confirmed for the customer report of l-hook fell off the shaft. The devices were manufactured 28-dec-2015. A review of the device history record for this lot found no related discrepancies during the manufacturing process and no non-conformances regarding the product's identity, quality, safety, effectiveness or performance that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. (B)(4). To date, there have been no patient long term effects reported regarding any of the reported incidents. The IFU states: -remove the protective cap from the end of the instrument. -feed the threaded collar end of the instrument blade onto the nose of the designated conmed suction/irrigation device until the collar makes contact with the nose and then turn clockwise approximately 1/4 turn, until the collar is flush with the wheel. Do not over-tighten. The instrument is removed by reversing the above procedure. -to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip in the covered and locked position during insertion into the trocar. -examine this device prior to use for damage. Do not use if damage is found.

Event description:
As reported by the facility representative "the l-hook came off from the shaft when user wiped the shaft with gauze." Follow up information revealed that during a laparoscopic cholecystectomy the device was being used for approximately one hour prior to detachment. It was reported that 2 l-hooks were broken during this one incident, however, there has been no detailed information surrounding the second device. The procedure was completed with no surgical delay or injury to the patient. To date no other information has been received regarding this event. This report is being filed based on the potential for injury with reoccurrence.